Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). Evaluation summary: the device was returned for analysis. The reported material deformation and the reported difficult to remove were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as during stent delivery system (sds) advancement, resistance was met with the moderately calcified lesion resulting in the reported failure to advance. Interaction with the guiding catheter as the device was attempted to be removed resulted in the reported/noted stent damage (flared/crushed) thus resulting in the reported difficult to remove. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.25x28mm xience alpine stent delivery system (sds) failed to cross the circumflex coronary artery, moderately calcified lesion. Following, a stent strut was noted to have been lifted. While attempting to remove the sds, resistance was met at the guide catheter entry and the sds could not be removed. Therefore, all devices were removed as a single unit. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.